Event description:
During a coronary direct-stenting treatment procedure, the stent dislodged. The physician inserted an fr4 guide catheter into the pt's artery, then placed a choice extra support wire distal to the lesion. He then attempted to direct-stent the moderately to severely calcified lesion with the liberte 32/4.0 mm stent. He placed the stent distal to the lesion, but when he brought it back to the area of stenosis, the stent became stuck. The physician attempted to retrieve the stent with a snare, but was unsuccessful. He then used another device to successfully retrieve lost pacing leads and the stent and removed them from the artery. The lesion was predilated three times, then treated with another liberte stent to successfully complete the procedure. No pt injuries or complications were reported. The clinical outcome was reported as "stable." Pt's condition is reported as "good."